Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported, "while cementing the patella button the clamp will not tighten down. Surgeon was able to complete the case by putting some laps around it to tighten to his desired level."